Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of a lesion in left anterior descending artery (lad) via femoral access. The primary-wired viperwire advance coronary guide wire with flex tip was in place. The oad was loaded onto the viperwire and put on glideassist. While advancing the oad forward the physician thought the crown jumped forward and the viperwire came back causing the viperwire spring tip to come in contact with the crown and get sheared off. An angiogram showed the detached viperwire tip remained in the lad. No atherectomy treatment was able to be performed. It was indicated there was mild wire bias. The oad and viperwire were removed without issue. The fractured component was successfully snared. In the opinion of the physician, the oad crown jumped due to being caught in calcium. The patient was stable after the procedure. There was a plan for the patient to be brought back for unspecified atherectomy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the crown jumping and resulting damage to the guide wire is due to patient anatomical morphology and patient disease state. This is consistent with the physician's opinion which is that the oad crown jumped due to being caught in calcium. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of a lesion in left anterior descending artery (lad) via femoral access. The primary-wired viperwire advance coronary guide wire with flex tip was in place. The oad was loaded onto the viperwire and put on glideassist. While advancing the oad forward the physician thought the crown jumped forward and the viperwire came back causing the viperwire spring tip to come in contact with the crown and get sheared off. An angiogram showed the detached viperwire tip remained in the lad. No atherectomy treatment was able to be performed. It was indicated there was mild wire bias. The oad and viperwire were removed without issue. The fractured component was successfully snared. In the opinion of the physician, the oad crown jumped due to being caught in calcium. The patient was stable after the procedure. There was a plan for the patient to be brought back for unspecified atherectomy. Additional information was received indicating no additional atherectomy has been scheduled. The vessel was mildly tortuous, heavily calcified with a stenosis percentage of about 90%. There was no wire bias noted. A slight difficulty was observed when initially wiring. After exchanging the viperwire, the oad had a slight resistance upon insertion of the vessel. In the physician's opinion, there were no long term risks to the patient, as they were in stable condition.